Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-varifiable, the patient's bone quality may be a contributing factor. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of loosening. No bony ingrowth.